Event description:
It was reported over (B)(6) 2013, the patient had a bladder infection ¿pop up¿ and tested positive at her appointment on (B)(6) 2013. It was stated the patient was on antibiotics for the infection. It was noted the patient had an infection prior to trial and the first scheduled trial had to be moved to a later date, (B)(6) 2013. It was also noted ever since (B)(6) 2013, the patient had been getting an infection of the bladder and it was going to the kidney. Reportedly, the ¿infections were wearing out her kidneys.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported conclusion code 78 no longer applies to this event.

Event description:
Additional information by the healthcare provider reported that to their knowledge, the patient has never had any issue at all. The healthcare provider was unaware what the pne (peripheral nerve evaluation) issue was, but in their charts and knowledge, the patient was doing well on the current neurostimulator program. The patient does have the full implant in. She does not have any utis (urinary tract infection). It was noted that the patient was not catheterizing herself at all which was the original issue. The patient had a neurogenic bladder. The patient has not been seen her since (B)(6) of 2013. It was noted that the patient was due to come in to have another check at her battery to make sure everything was well. As far as the healthcare provider know the patient's was not having any issues.